Event description:
It was reported by the case coordinating nurse that following an endovascular abdominal aortic aneurysm (aaa) procedure, an 8f angio-seal vip was selected for use. Difficulties were encountered as the physician attempted to insert the device into the patient; leaving the component pieces in the patient. The patient underwent surgical intervention to remove the pieces and was later discharged from the hospital. The nurse stated that the hospital uses a pyxis unit to store the angio-seals and that this angio-seal had a use by date of 2008.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) displays a symbol to illustrate a use before date. The angio-seal packaging label is printed with this symbol and the date designated as the use before date. The device used in this event exceeded the use before date. The angio-seal device instructions for use (IFU) states the angio-seal should be kept away from sunlight, including uv light. The angio-seal should be stored only at temperatures between 15 degrees celsius and 25 degrees celsius.